Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing of the minute ventilation (mv) sensor on the right ventricular (rv) channel. The oversensing led to inappropriate episode declaration but no asystole greater than two seconds was observed. The clinic was recommended to turn off the mv sensor. This device remains in service. No adverse patient effects were reported.